Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string broke... Have to go to the doctor to remove [foreign body in reproductive tract]. Tampon string broke [device breakage]. Case narrative: consumer reported via email that the tampon string broke. No serious injury was reported.